Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received motor communication error alarm. Customer's blood glucose was unknown. Troubleshooting could not be performed due to buttons not responding. Customer had to press the button six times for insulin pump to respond. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with constant alarm and off no power alarm due to moisture damaged found on interface board and mother board. All the buttons functioned properly and no moisture damage on keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.